Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) examined the system remotely and found that the flex vision grabber board does not function. Upon testing, rse confirmed that after starting up the system the iw doesn't boot up and make a sound of few bips. The rse suspected the issue with faulty pc. To resolve this issue rse suggested the customer to order and replace the flex vision pc. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc grabber card was nonfunctional. No harm has been reported to philips. Philips has started an investigation of this complaint.